Event description:
No additional information was provided

Manufacturer narrative:
Pr (B)(4) - supplemental MDR - stopper separation from plunger. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 301027. Batch#: 4171418. It was reported that the bd syringe 5ml ll bns stopper had separation from the plunger. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Pain management tray contained a 5 ml syringe with a defective plunger. Gasket came off the track of the plunger when trying to extract medications from a vial. Item -301027. Lot - 4171418.